Event description:
Patient scheduled for outpatient present biopsy. During prep for procedure, prior to patient arrival to exam room, clinical staff tested brevera biopsy needle. During testing, discovered no saline flow. Clinical staff attempted trouble shooting without success. Needle was removed and new biopsy needle obtained. Testing successfully completed.